Event description:
On (B)(6) 2019, robotic assisted laparoscopic sigmoid colectomy and small bowel injury repair was performed on this pt. Pt was discharged from the hosp on (B)(6) 2019. Pt returned to the emergency room on (B)(6) 2019 with rectal bleeding. On (B)(6) 2019, pt returned to surgery for a diagnostic laparoscopy which identified bowel perforation. Pt went into septic on (B)(6) 2019. On (B)(6) 2019, the family withdrew care and pt later passed away. On (B)(6) 2019, associate within the christ hosp health network (tchhn) peri-operative services division was emailed a product recall notice by another organization. This recall was dated for (B)(6) 2019, for products that were used on the pt's procedure (B)(6) 2019. On (B)(6) 2019, peri-operative leadership and surgeon notified tchhn legal and risk mgmt dept to begin case investigation when they realized this recalled product was used this pt's surgery. As of today, (B)(6) 2019, the christ hosp health network has not received notice of the recall from ethicon. However, when tchhn peri-operative associate was alerted by the other organization, all products were removed from service. It was then determined that we had both products that were listed in the recall and others that were not. We do not have the ability to determine if the product used in the surgery on (B)(6) 2019 was from the products recalled or the supply we had that were not. Therefore, we did refer this case to our provider enhancement program (on (B)(6) 2019) for further review as well as contacting FDA by phone for the purpose of reporting on (B)(6) 2019. I spoke to (B)(6) who confirmed due to pt's death, this would meet the requirements of mandatory reporting. She provided the form info and submission requirements by mail. (B)(6). Due to the nature of the event, we are reporting sooner than later, therefore we are still gathering add'l info. If there is info missing that is needed, please do not hesitate to contact me. All codes we had of this product at the time of the event not provided to reporter at this time. We did however, confirmed from the recall notice we had the following could have been used on the pt: ecs25a (4 of them); ecs29a (15 of them); ecs33a (4 of them).